Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 250 mg/dl compared to a one touch basic meter reading of 130 mg/dl. (Invalid comparison). The pt did not report signs or symptoms of high or low blood glucose. No medical attention was sought. Though this is an invalid comparison, when the customer care representative performed troubleshooting the control solution was not within range, and when repeated was still not within range. With a new vial of test strips the control solution was within range. The issue is reported as a strips malfunction. The test strips were replaced and return is expected.